Event description:
Failure to alarm: pump not alarming and the dressing fell off.

Manufacturer narrative:
This complaint is considered inconclusive. A technical evaluation conducted at the (B)(4) service center on 11 march 2014 did not find any defect that could have contributed to the reported failure to alarm issue. The pump was found with cosmetic damages (odor and broken top case and door flap) and power up failure (code 31) requiring resetting to properly turn on the device, however, after resetting, the pump passed all functional tests and found working within specification(refer to ra#203753-007). Since negative pressure wound therapy involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. The root cause for the reported issue is deemed undetermined. Most likely a partial blockage caused by clotting at the head of the soft port or gradual buildup of blood clots/exudate inside the soft port fluid handling pathway led to the observed issue (pump not alarming and dressing falling off). It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage and a leak not significant enough to trigger an alarm. In order for the blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded, if a ¿partial¿ blockage occurred at the wound site or within the fluid handling pathway and air was still reaching the system, the pump would not alarm. In regards to the leak alarm, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min. In response to failure to alarm complaints, smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alrm: pump not alarming and the dressing fell off.

Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report.